Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient's mother contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the conversation between the patient's mother and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the patient or the patient's mother by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient's mother alleged that on (B)(6) 2012 (at 5:45am) her daughter obtained a blood glucose reading of "hi" with the subject meter while at home. The patient's mother clarified that her daughter needed to be at the hospital by 6:30am (to prep for a scheduled surgery) and her daughter was informed not to have any food/medication prior to her surgery. The patient's mother indicated that when her daughter arrived at the hospital, 15 minutes after obtaining the alleged "hi" reading, her daughter's blood was drawn and her sample was sent to the laboratory; the patient reportedly obtained a laboratory reading of "99mg/dl". Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. According to the patient's mother, no action was taken in response to the reported meter and laboratory readings. The patient's mother denied that her daughter developed any symptoms after obtaining the alleged inaccurate high reading. However, the patient's mother indicated that her daughter obtained a reading of "31mg/dl" with the hospital's meter (at an unclear time later) and was immediately transferred to the emergency room (ER). During the patient's time in the ER, the patient obtained a reading of "46mg/dl" with the ER's meter and was administered a "sugar" injection at 9am and 10:30am. According to the patient's mother, prior to being released from the ER (time not specified), her daughter reportedly obtained a reading of "156mg/dl" with the ER's meter. It is not known if the patient also tested her blood glucose with the subject meter while in the ER. During troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication, however, that the reported issue caused or contributed to this serious injury. The patient's mother clarified that her daughter was scheduled for surgery and her daughter had tested her blood glucose (with the subject meter) before leaving for hospital. The patient's mother clarified that her daughter did not consume any food/drink or medication prior to or in response to the alleged inaccurate high reading. The patient reportedly was treated for hypoglycemia by a health care professional (hcp) after the surgery occurred.